Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device's blower assembly and oxygen blending module assembly were replaced to address the issue. Additionally, not related to the above issue, the device's air inlet foam filter and particulate filter were replaced preventatively.

Manufacturer narrative:
The manufacturer previously reported that during a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing and the device's blower assembly and oxygen blending module assembly were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The blower assembly and oxygen blending module were tested on a multifunctional test station for leak verification and passed all testing. The pil technician concludes the components operate as designed. The components were scrapped after testing.